Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the trigger on this instrument fell out while the surgeon was impacting a #6 4 in 1 cut block. We were able to replace the trigger to disengage the extractor from the cut block. The case proceeded without further incident."